Event description:
During index procedure the patient had one endeavor sprint rapid exchange (rx) drug-eluting stent implanted to the proximal lad and during a staged procedure three weeks later the patient had one endeavor sprint rx drug-eluting stent implanted to the mid circumflex and had one endeavor sprint rx drug-eluting stent implanted to the mid rca. The day after the staged procedure, the patient suffered an mi. It is unknown whether the mi was related to the target vessel. The investigator indicated that the reported event was unlikely related to the device. (Ref MFR #9612164-2011-00794 and 9612164-2011-00795).

Manufacturer narrative:
(B)(4): evaluation results: (myocardial infarction).